Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed during the event history log review and the root cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. The device was visually inspected with no issues noted. All product specification was met. A device history review and service history review were performed with no issues noted.

Event description:
A hospital representative contacted baxter (B)(4) regarding an iipv incident that occurred on the homechoice (hc) machine, during patient use, while the patient was connected, during cycle one. The representative stated the home patient (hp) had a drain volume (dv) of 3360ml, a fill volume (fv) of 2000ml, and a total ultrafiltration (uf) of 1360ml for the cycle, which meets iipv criteria. The representative stated that the total uf had been increasing and the drain volume was falling too. The representative stated that the drain volumes have been low. There was patient involvement, but no patient injury or medical intervention was reported.